Event description:
Major pump unit(s) involved: blood pump. Inflow cannula malposition since weight loss. Specific component(s) involved: inflow graft malfunction/malposition. Cannula has moved laterally. Causative or contributing factor: no specific contributing cause identified. Intervention(s): none. Implant device type: lvad.

Manufacturer narrative:
Analysis confirmed the sensing anomaly in the laboratory. Examination of the returned lead revealed that the outer insulation was damaged on opposite sides of the lead body, 32.5cm from the connector end. The distal insulation was damaged and the distal coil was exposed at the same location. The location of the damage is consistent with clavicular crush. This could account for the reported sensing issue.

Event description:
It was reported that the lead was removed due to a drop in sensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.